Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 76.7cm distal of the strain relief. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 22x2.5mm target lesion was located in the moderately tortuous and calcified left anterior descending (lad) artery. A 2.5mmx12mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the delivery shaft was fractured at 45cm away from the physician's hand. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 22x2.5mm target lesion was located in the moderately tortuous and calcified left anterior descending (lad) artery. A 2.5mmx12mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the delivery shaft was fractured at 45cm away from the physician's hand. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.